Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Ongoing troubleshooting with tandem technical support ultimately led to the customer changing all the pump supplies to address the issues. There was no adverse impact to customer¿s blood glucose level.